Event description:
The omnipod dash management system dies at less 90% or less, and takes about 20-30 minutes to turn on after plugging it in to charge. This is the second omnipod dash management system that I have had, and both have had the same issue. This had led to high blood glucose levels, which is dangerous. Reference report: mw5144933.